Event description:
During the deployment of the main body graft, the device landed lower than had been anticipated. Post angiogram of the endovascular graft placement observed a slight proximal type I endoleak. A main body extension was deployed at the proximal sealing stent to extend the proximal landing zone of the main body graft. Final angiogram noted a resolve of the endoleak.